Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that the medication infused faster rate than it should have. It was reported that the infusion ended at 45 hours and infusion was programmed to end in 48 hours. No add-on devices were used and the pump was primed. No patient injury reported.

Manufacturer narrative:
Other text: d4 (UDI) and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.